Manufacturer narrative:
One 55.25.25 flexible tapered (25ga) laser probe was returned taped inside the tray tyvek lid from a standard packaging tray from lot m0030620. Lot m0032501 was the lot number reported in the original complaint. Preliminary examination by the quality engineer did confirm that the nitinol portion of the laser tip had broken off from the laser probe at the needle cannula flex tip junction. The broken piece of nitinol and fiber were not returned. It is not known what caused the customer¿s incident with the laser probe. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Deviation history review: there were no deviations or redline documents in effect during the manufacture of this lot. Complaint history review: there have been no other complaints reported on lot m0032501 of 55.26.25, 25ga directional laser probes. No additional corrective action is being pursued at this time. This incident is being treated as an isolated occurrence.

Event description:
The user facility reported while using the laser on the retina the tip of the laser fiber broke off in the patient's eye. There was no patient injury or intervention required.